Event description:
It was reported that the pump module sears have to be replaced frequently due to sears being bent. Customer clarifies this may be happening due to clinical staff "being in a hurry" when closing pump module door. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.